Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles at the edge of their reservoir. The customer also reported experiencing low blood glucose. The customer's blood glucose was unknown at the time of the call. The customer also stated the air bubble was located by the tubing cap. The air bubble was a 10th of an inch in size. Customer reported rewinding the insulin pump with the reservoir in place, creating the air bubbles. The reservoir will not be returned for analysis.